Event description:
Event description guidant received information that the patient with this pacemaker had a syncopal event while on vacation. As a result of the episode, the patient found a doctor who reprogrammed the ventricular sensing to unipolar mode. Today, the device has stored episodes of ventricular tachycardia that demonstrated noise on the lead. The caller was able to reproduce the noise with isometrics. There was inhibition due to myopotentials seen.

Event description:
Boston scientific (formerly guidant) received information that the patient with this pacemaker had a syncopal event while on vacation. As a result of the episode, the patient found a doctor who reprogrammed the ventricular sensing to unipolar mode. Today, the device has stored episodes of ventricular tachycardia that demonstrated noise on the lead. The caller was able to reproduce the noise with isometrics. There was inhibition due to myopotentials seen.

Manufacturer narrative:
The doctor has now programmed the device to bipolar mode and set the ventricular sensitivity to an appropriate level. The sytem remains implanted. No further information available. This event will be reopened should more information be made available. Additional information was received that this device was later explanted for normal battery depletion. The device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.